Event description:
Per the operative report: the essure coil was loaded appropriately through the operating scope until it came into view of the camera. The coil was then placed at the base ostia and appeared to go to the level of black on the coil. The sheath was ratcheted back until it stopped. At this point, the orange aspect of the coil was unable to be visualized and by rotating the camera. It became apparent that the coil did not seem to be well within the fallopian tube. As a result, it was brought back with some difficulty noting that the very distal aspect of the coil appeared to be somewhat displaced. After a new essure device was loaded into the hysteroscope, the scope was placed upright to open the ostia and this coil threaded to the ostia without difficulty. It was threaded up to the mid level of the black. The sheath was ratcheted back without difficulty. The orange aspect of the catheter was well noted and brought approximately 5 to 7 mm out from the opening in the ostia. The button on the device was then deployed with a click and the rest of the device was ratcheted back. The approximately 3 coils that were outside the ostia, appeared to spring open. After approximately 20 seconds, the handle was rotated counter-clockwise in attempt to untwist the device. After a relatively long time of twisting, the device was not able to be detached. Examination of the ostia and uterine cavity revealed that the essure coil had torqued around on itself, and had extracted itself from the ostia. The coils of the device did not appear to have sprung open. After consultation by phone with the representative from conceptus, the decision was made to pull back on the camera and to allow for removal of the coil. At this point, the handle detached from the coil itself. Blunt grasper was then placed back down through the hysteroscope and used to grasp the coil and with gentle traction, remove the coil. The decision to remove the coil was undertaken because at least 18 unsprung coils were noted outside the ostia.manufacturer response for birth control system, essure: meeting with device representative set.